Manufacturer narrative:
A visual, dimensional, and functional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational context. Additionally, it was noted that the exit notch was torn and fluid was leaking a review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to advance. Based on the limited information provided, it is unknown what may have caused the reported failure to advance and damages noted by return analysis. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that during a right coronary artery intervention, the 2.75x33mm xience xpedition stent system did not reach the lesion. The was no adverse patient effect and no clinically significant delay in procedure. A 3.50 x 23mm xience xpedition was successfully implanted. Device analysis noted a leak in the device. No additional information was provided.